Manufacturer narrative:
Device display properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a/e alarm anomaly or prime/fill anomaly noted during testing. Device back light function properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump squirts out during priming and had unspecified alarms. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had rainbow effect and rejected new batteries. The insulin pump will not be returned for analysis.